Event description:
It was reported the lead was replaced after 24 months of service life due to high lead impedance. A lead fracture was suspected. No patient complication was reported. The lead was explanted and replaced.

Manufacturer narrative:
The lead was returned to the manufacturer for analysis. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. See scan page.